Manufacturer narrative:
No audio/beep anomaly noted. Device received with blank display due to moisture damaged electronic assembly. Also moisture damage motor and vibrator during visual inspection. Unable to perform operating current test, a21 error test, displacement test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's sister reported via phone call that insulin pump had exposed moisture. Customer states that the insulin pump was not working and it was beeping. Customer states a constant tone was occurring. The customer¿s blood glucose level was 145 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.